Event description:
It was reported that therapies were initially withheld for an episode of fast ventricular tachycardia (fvt) due to right ventricular (rv) lead noise. Noise was unable to be observed on the episode due to the electrograms (egm) used to determine lead noise not shown, and it was suspected that therapies were initially withheld inappropriately. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.